Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead has been exhibiting high out of range shock impedances. The impedances have fluctuated between being high and out of range for over two years and have reached values of 200 ohms. For the last year, the values have remained out of range around 147 ohms. At this time, the rv lead remains in service. This patient is being monitored. No adverse patient effects were reported.

Event description:
Additional information was received which indicated this patient presented to the hospital as they had received shocks. Upon interrogation, a code 1005 was displayed on the existing implantable cardioverter defibrillator (ICD), indicative of an open circuit condition being detected during shock delivery. Further testing was done and a defibrillation threshold (dft) test was performed; the code 1005 was still displayed. This rv lead was surgically abandoned and the ICD was replaced. No additional adverse patient effects were reported.